Event description:
It was reported that an echocardiogram revealed a perforation, that three months post implant the 'sensing value decreased', the threshold increased, and that there were signs of infection. It was further reported that the lead will be explanted.